Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and reviewed the fault logs. The stm found gas loss codes preceded by balloon restriction and balloon disconnect codes. He then performed full functional and safety testing and could not duplicate the alleged malfunction. The stm suspects a possible faulty balloon. The iabp passed all functional and safety checks to factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. No patient harm, serious injury or adverse event was reported.